Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, in stent restenosis occurred. The index procedure treated the 2.75x16mm, 85% stenosed lesion in the distal rca (right coronary artery). Treatment consisted of predilation, placement of a 2.75x20mm taxus express2 stent, and post dilation resulting in 0% residual stenosis. The patient was discharged one day post procedure on asa and clopidogrel. The patient developed new onset chest pain in 2009 and presented with exertional chest pain, palpitations, exertional dyspnea, and fatigue the following month. The 80% stenosis at the edge of the study stent was treated with cutting balloon angioplasty and a 2.5x12mm promus stent resulting in 0% residual stenosis. The patient was discharged the following day on asa and clopidogrel. The investigator assessed this event as probably related to the study device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.